Event description:
It was reported that the customer had a motor error alarm on the insulin pump during bolus delivery last month. Customer is a sensor user but they did not check the graph during delivery. Pump can be rewound. Insulin pump will need to be returned and replaced. No additional information provided.

Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during occlusion test and unable to prime during prime test due to faulty force sensor. The motor passed motor test. The insulin pump received with cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.